Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 526 mg/dl. The customer had not treated the bg before reaching out to technical support. During troubleshooting with technical support, the customer reported the malfunction alarm was cleared, and insulin delivery was resumed successfully.